Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) via a manufacturer representative on 2017-oct-31 reporting that the overdischarge and por had been resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient via a manufacturing representative (rep) reporting that the patient¿s device was overdischarged. It was stated that the patient had done nine physician mode recharges (pmrs) at home and they could still couldn¿t connect with the implant using their clinician programmer. It was discussed using a different recharger, but the rep did not have another recharger to use. It was also discussed that a flipped implant could potentially affect the physician mode recharges. Technical services had the rep access the recharger¿s recharge data and it showed that the recharger last recharged on (B)(6)2016. They had the rep review recharging with the patient. The recharger did showa por screen and was recharging while technical services was speaking with the rep. There were no symptoms reported. The event occurred on (B)(6)2017. No further complications were reported/anticipated.

Event description:
The patient reported that they didn¿t think their stimulator was working because they cannot turn it on. The patient stated that they tried recharging the implantable neurostimulator (ins), but has only been able to get the reposition antenna screen on the recharger. They also added that they trued changing the batteries in the program, but the issue remained unresolved. The patient stated that they were not sure exactly the last time they felt stimulation, but they knew it was sometime in the month of (B)(6). They noted that they last successfully recharged the ins a couple of weeks ago. The patient was unable to communicate with the ins when using their programmer or recharger. They mentioned they got poor communication with and without the programmer antenna. The patient stated that they did fall on their buttocks in the beginning of (B)(6), prior to their issues. The patient was to follow-up with their healthcare provider. No further complications were reported. The patient was implanted for failed back surgery syndrome and spinal pain.